Event description:
A non-healthcare professional reported that when the intraocular lens (iol) was being implanted, there was a scratch noticed on the iol. According to the additional information received, the lens was removed and replaced with a new lens in an initial procedure. There was no patient harm. Surgery was performed on left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol was returned for analysis and the reported complaint was observed. No device was returned. Blister tray, p&l and carton and iol in sample container returned. The iol is cut in half, the observed damage is consistent with the lens having been explanted. There are stutter scratches on the optic. We are unable to determine the root cause for the reported complaint "scratch on the lens (in and out)". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).